Manufacturer narrative:
A ge service representative performed an onsite investigation. The smart switch pcb and the workstation power plug were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system shut down without command of the operator and could not be rebooted. There is no report of a patient injury or death associated with this event.